Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: may 24 at 2:30 pm = 125 mg/dl (with accu-chek active strips on a accu-chek active meter) may 24 at 2:30 pm = 267 mg/dl (with accu-chek performa strips on a accu-chek performa combo meter)

Manufacturer narrative:
Correction: section e initial reporter address information was updated.